Manufacturer narrative:
Device evaluation summary: the device was returned for investigation. The manufacturing records were reviewed and all work instructions were followed. The returned device was tested with water and a gas exchange fiber leak was confirmed. Note: this event was initially reported by mc3 inc. Under report #3011468686-2023-00020. This report is being submitted to correct the below fields: b1: report type updated to adverse event <(>&<)> product problem. B2: outcome attributed to adverse event updated. B5: updated. H1: type of reportable event updated to serious injury. H6: codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information that the circuit was wet primed with normosol-r on the (B)(6) 2023 and was used on patient on the (B)(6) 2023. Blood was primed on the (B)(6) 2023 (3 units prbc, 1 unit ffp, 120 ml platelets). Circuit prime - 25% albumin, sodium bicarbonate, cacl, heparin. Patient drips - dexmedetomidine, epinephrine, midazolam, milrinone, morphine and vasopressin were used. There was no damage to the packaging. No damage was identified to the device. Perfusion: on ECMO at 09:54 - oxygenator change at 15:55 - patient flow 0.34-0.35 lpm - revolutions per minute 3000 - oxygenator flow 0.52-0.76 - sweep gas flow 0.2-0.38 liters per minute (lpm) (sighed x1 at 5 lpm @ 14:47 due to notable increase in partial caron dioxide (pco2) from 42-52 between the hours of 1100-1400) - sweep gas (oxygen) 40% - venous pressure -2 - -9 mmhg - pre-ox pressure 125-130 mmhg - post-ox pressure 122-127 mmhg - delta pressure 3-4 mmhg - activated clotting time 253 - 350 seconds - partial thromboplastin time 145 heparin drip had not started yet at the time of rupture. This event required an emergent changeout of the oxygenator, patient tolerated event and changeout with some notable hypoxia with preductal sats of 44% and postductal. Medtronic received additional information that 'frank blood' is a commonly used term to refer to fresh, true, red whole blood directly from a native or artificial vessel. The leak was identified during use and the device was used for approximately 8 hours prior to the leak.